Manufacturer narrative:
MDR 3003442380-2026-11040 / initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported an event on (B)(6) 2026 that their is bent cannula upon removal and high blood glucose level and treated with correction injection via mdi (multiple daily injection).